Event description:
It was reported that the lead was explanted and replaced due to high, out of range high voltage lead impedance. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 8.2-8.5 cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 8.0-8.9 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.2-7.6 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of high defibrillation impedance.